Event description:
Nurse practitioner used the scoop method to return a safetyglide needle cap on a smiths-medical hypodermic needle pro 27 g 1 1/4 inch. After the cap was on, it was pushed down to secure it in place. The needle went completely through the side of the cap during the securing of the cap. This resulted in an exposure to blood incident. This may have been a malfunction of the equipment. The device did not act in the expected way since normally the cap holds the needle inside of it. This potentially could be life threatening if the blood the np was exposed to had communicable diseases. This incident required the np to have baseline blood drawn, in addition to the source patient having her blood drawn.